Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacture reference number: 2017865-2023-48212. It was reported that the patient presented post-implant procedure. Few days after implant procedure, it was noted that the patient was symptomatic of hematoma that caused infection at the implant site. The implantable cardioverter defibrillator was explanted on (B)(6) 2023. During explant procedure, it was noted that the set screw of the device could not be loosen and the lead could not be disconnected. The device was explanted with the lead attached. The patient was in stable condition.